Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed testing for active exhalation verification: s(+) p(+): pilot: there was no allegation of patient harm. The device was not reported to be in patient use. During the manufacturer's service centers onsite service for a field corrective order (fco) of the trilogy ev300 device, the flow sensor was replaced and passed final test. However, the device was pulled out of service for failing active exhalation test. The field service engineer replaced the device's 3-way solenoid to remedy the issue. The device passed final test after repair. Current software version 1.05.10.

Event description:
The manufacturer received information alleging a trilogy ev300 device failed testing for active exhalation verification: s(+) p(+): pilot: there was no allegation of patient harm. The device was not reported to be in patient use. Evaluation of the trilogy ev300 device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.